Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including an ipg, on (B)(6) 2007. It was reported the ipg will only recharge to approx 50 percent battery capacity. In addition, the pt feels that the recharge burden is too long. A new charging sys was sent to the pt to remedy the issue. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the ipg remains implanted. No further pt complications were reported.